Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case FDA-2014-n-0736-2277, awareness date 29-oct-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (B)(6) 2009. Within a week she experienced a stabbing pain on her lower right side. As time continued, she developed upper back pain, brain fog, and fatigue. Her periods were very heavy with quarter sized blood clots and heavy cramping. She also gained weight. On (B)(6) 2013 she had it removed and her symptoms went away. The product technical complaint investigation results which ptc number is (B)(4) was received on 22-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and within a week, presented stabbing pain on lower right side. She had it remove and her symptoms went away (positive dechallenge). This event, seen as pelvic pain, is serious due to required intervention, and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use, their close temporal relationship and positive dechallenge, causality with suspect insert cannot be excluded. Since essure removal was required, this case is regarded as incident. Non-serious events were also informed. Based on available information there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.